Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.

Event description:
It was reported that the device exhibited a "no disposable pump won't run alarm." The pump was turned off because it continued to alarm. The line was clamped, and the cassette was removed. The tubing was massaged, and no air was noted. The cassette was reconnected, and the pump was powered on, but the double beep persisted. The cassette was removed and gently tapped on a hard surface. It was then reconnected, and an attempt was made to restart the pump, but it continued to alarm continuously. The pump was powered off and the line was clamped. The patient was instructed to call the doctor on call. The patient then asked if they could try to turn it on once more. They powered it on, but the pump continued to alarm, so the device was powered off again. They patient was advised to call the doctor. Reservoir volume: 35.3 ml, rate: 2.3 ml/hr, given: 70.7 ml. The event occurred while in use with the patient and at the patient's house. The date of the event was on (B)(6) 2024. The operator of the device was a health professional. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.